Manufacturer narrative:
(B)(4). The reported symptom of "failed the flow rate accuracy test" was confirmed. The device was tested for flow rate accuracy and it was determined that the device required calibration for flow rate accuracy. The pump was recalibrated.

Event description:
It was reported that a pump failed to flow rate accuracy test during pm testing. The pump delivered 36ml/40ml. It was also reported there was no pt involvement.